Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using the atb35 the surgeon fired the device and had difficulty. Another atb35 was opened and fired. The cartridge was retained in the pt and could not be removed laparoscopically. The pt was opened and the cartridge was retrieved.